Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the built-in reader and experienced seizures. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). . The customer was unable to self-treat and required treatment of glucose by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (DHR¿s) for the product was reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the built-in reader and experienced seizures. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). . The customer was unable to self-treat and required treatment of glucose by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and severe damage was observed on the sensor patch. Sensor plug was properly seated. It was observed that the returned sensor was damaged by the the customer due to use related issue. The battery was observed to be removed from the battery holder. The customer did not return the battery. Attempt to scan sensor with evm (evaluation module), however sensor did not scan. The evm was reset and scanned the sensor again; however, sensor did not scan. Unable to extract and attach the sensors scan file due to the sensor not scanning with evm. A further extended investigation was conducted. Visual inspection was performed on the returned de cased sensor. Casing was observed to be broken into two halves and the battery was missing as mentioned in previous phase investigation. Additionally a crack was observed on the pcba (printed circuit board assembly). The sensor failed to scan, hence the initial log could not be analysed . The sensor failed to scan, hence functionality testing could not be performed. The user inflicted damage observed during the visual inspection would result in the sensor not functioning as intended. Therefore the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.